Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No vibrating or heating up noted. Device received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was very hot and vibrating. Customer's blood glucose value was 5.3 mmol/l at the time of incident. Customer stated that there was no message on screen. Customer stated that there was a crack on the battery compartment. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.